Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage. The front panel bezel is damaged. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the inverter board. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patients liberty select cycler went blank during setup for peritoneal dialysis (pd) treatment. The ok and stop keys were on, however the screen remained blank. The cycler was rebooted however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Patient stated they would not perform alternate treatment. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. Additionally patient confirmed treatment was not completed. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Physical evaluation of the cycler by the manufacturer noted evidence of an internal short and scorch marks were present on the transformer of the inverter board.